Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Slap hammer broke during surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of the slap hammer breaking. The impaction end of the hammer broke, fractured piece was not returned for examination. The overall condition of the device suggests heavy usage. A complaint database search was conducted on the provided product code and did not identify a trend. The root cause is attributed to product wear out due to the condition of the device and length of time in service. Based on the root cause of product wear out, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.